Event description:
It was reported that the doctor has elected to replace the patient¿s IPG, reason unknown. Surgical intervention will be taken in the near future.

Manufacturer narrative:
Date of event is estimated.Further information was requested but not yet received.